Event description:
It was reported that a recent film review revealed that the bifurcated stent graft 2816124, the contralateral limb 1610124 and the c ontralateral extension 161082 were occluded. The native iliac artery was diseased and narrow in diameter prior to the initial implantation. The physician stated that the occlusion started in the native artery. Due to the low blood flow and narrow in diameter distal aorta the stent grafts became occluded starting in the native artery up to the aortic bifurcation of the bifurcated stent graft. The physician performed a femoral to femoral bypass and the blood flow was restored to the lower extremities.

Manufacturer narrative:
(B)(4). Methods: films. Results: occlusion. Diseased narrow distal aorta. Conclusion: diseased narrow distal aorta.